Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the post-implant CT¿s received; however, the cause or type of the endoleak could not be determined. Pre-implant CT¿s were not received and so a thorough assessment of the pre-implant anatomy was not possible (e.g. Calcification). Lack of returned angiography images showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source/cause. Although a type iiia separation endoleak cannot be ruled out; the overlap with the bifurcate on both limbs appeared adequate. A type IV endoleak seems unlikely given the duration of implantation of the device in the patient. It is possible that a type ia proximal endoleak occurred but resolution with implantation of two limbs would be unlikely in that case. It is unknown if disease progression may have been a contributory factor since earlier post-implant films were not provided for comparison. The endoleak appears likely to have been a type iiib fabric endoleak caused by fabric abrasion. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate near the level of the flow divider are a potential root cause(s). Analysis of the post-implant CT¿s did not reveal any obvious stent graft integrity issues. B:5 additional information: a possible cause of the event has been given that there was insufficient overlap between the ipsilateral gate and limb. An angiogram was performed just under two months post the original CT that first observed the endoleak. It was determined by the physician that the endoleak is a type either type iii or type IV endoleak. Intervention was performed and a 25x14x102 and 16x16x82 (r iliac) was implanted. It was confirmed the endoleak was fully resolved at the end of the intervention procedure. H:1updated b:2 updated h:6. Updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: etlw1616c124e s/n: unknown, use by date: unknown, upn # unknown. Etlw1616c93e, s/n: unknown, use by date: unknown, upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 51mm abdominal aortic aneurysm. It was reported that on the date of a CT performed almost five years later showed a possible type ii or type iii endoleak. The cause of the event was reported as the possible type ii or type iii endoleak. No additional clinical sequalae were provided and the patient will be monitored.